Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2021-02090. As reported, a 5f mynx control vascular closure device (vcd) was prepped before inserting into the patient; however, when the user inflated the balloon to test its ability to hold fluid, the balloon burst. A second 5f mynx control was opened; the user was going to insert the mynx into the 5f sheath (unknown), but the tip of the mynx catheter split. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2029303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Handling factors, such as excessive force, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. The IFU also warns users to discard devices that are damaged. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was prepped before inserting into the patient; however, when the user inflated the balloon to test its ability to hold fluid, the balloon burst. A second 5f mynx control was opened; the user was going to insert the mynx into the 5f sheath (unknown), but the tip of the mynx catheter split. There was no reported patient injury. The devices will not be returned for analysis as neither of the defective devices were saved; they were tossed.